Event description:
Received info regarding a cartridge alarm 25 during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted.